Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and before the sheath was in the heart, the doctor found the hub to be damaged and bleeding back. There was a crack in the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. Blood return was observed, and blood lost was minimal, probably less than 10cc. There was no needle inserted or used at time of issue. The sheath was replaced, and the procedure continued. No adverse patient consequence was reported. Device investigation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged from the irrigation hub and broken in the star section. The hub was observed without damage or anomalies. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The dislodged and broken condition could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device number lot 60000395 and no internal action related to the complaint was found during the review. The hub leakage issue reported by the customer was confirmed due to the dislodged and broken hemostatic valve. The potential cause of the dislodged and broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and before the sheath was in the heart, the doctor found the hub to be damaged and bleeding back. There was a crack in the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. Blood return was observed, and blood lost was minimal, probably less than 10cc. There was no needle inserted or used at time of issue. The sheath was replaced, and the procedure continued. No adverse patient consequence was reported.